Manufacturer narrative:
At this time, the product remains capped and implanted. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were exhibiting noise that was oversensed causing pacing inhibition and loss of capture that caused asystole greater than two seconds. The lead was surgically capped and replaced, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that surgical observation revealed that the rv lead had a break. The lead remains surgically capped.